Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. The patient was not hospitalized for the event. One day prior to onset, the patient began treatment with vancomycin (2 grams, route, duration and frequency not reported), and on the day of onset, the patient began treatment with fortum (1 gram, route, duration and frequency not reported) for the event. Patient outcome was unknown. Action taken with dianeal therapy was not reported. No additional information is available.